Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013 for a device product that is considered same/similar to a us marketed device (o.b. Unspecified). This closes out this report unless additional follow up information is received.)

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using the o.b. Unspecified vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, she noticed that the tampon string unraveled. She stated that she had similar experience with four other tampons of the same box and had similar experience in the past. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.